Event description:
Implants hardened and were causing sever pain. Also, it was resting on a nerve. Both implants were removed and she was re-implanted under the muscle. She was told she would never have to have surgery again, the new implant would be massaged by the mach. She was still having joint pain, in her neck, fatigue, sweats so bad she could no longer get her hair fixed and dry mouth and eyes.